Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer reports the locking portion of the screw was disassociated from the main screw at the time it was opened and onto the field. After several attempts to reengage it, the surgeon gave up and a new screw was used without incident. The device associated to the complaint was returned for analysis. Visual analysis of the screw shows a product damaged for insert screw. The manufacturing process was reviewed. In manufacturing process, a specific assembly phase of the insert is performed. It is requested not to fully block screwing the insert. The next step is packaging which ensure that the insert is blocked in the initial position and could not unscrew. Manufacturing records indicate a montage of the insert on the screw. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A worldwide complaint database search found no other reported incident against the provided product/lot combination since release for distribution. Based on the information received and the investigation performed, the root cause of the incident could not be determined. It is unlikely that the issue could be related to the manufacturing process.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The locking portion of the screw was disassociated from the main screw at the time it was opened and onto the field. After several attempts to re-engage it, the surgeon gave up and a new screw was used without incident.